Event description:
It was reported r wave amplitude variation and noise leading to oversensing were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.